Manufacturer narrative:
This report is submitted on november 15, 2022.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to an infection at the implant site (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.